Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. Symptoms of inflammation and drainage at the site were noted. It was believed that the infection was not device or procedure related, and the cause was unknown. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7152283 / 7152532